Event description:
(B)(4). The provider states the left walking beam motor mounting portion broke off of the top tubing. The provider states the tube is welded to the motor mount and the weld gave out. He states the chair was with the end user when the issue occurred but no injuries. No additional information available. (B)(4).